Manufacturer narrative:
Field service engineer (fse) was dispatched and evaluated the instrument. Fse reported observing bubbles intermittently entering the ratio pump through the lower seal of the bottom chamber and exiting the ratio pump. Fse replaced of the ratio pump to resolve the issue.

Event description:
Customer reported the unicel dxc 600 pro synchron system had three erroneous high sodium (na) patient results. Initial results triggered critical rerun and upon auto repeat, the results were lower. Customer repeated all three patient results several times and all of them were consistent with the auto repeat. Customer stated no erroneous results reported outside of the lab. No change in patient treatment due to the erroneous results. Na qc recoveries on the day of event was acceptable.